Event description:
The following article was received via allergen product watch (glis); this report was created to capture the event detailed in "ischemic oculomotor nerve palsy and skin necrosis caused by vascular embolization after hyaluronic acid filler injection: a case report", annals of plastic surgery (2012). The case report described an adverse event concerning a patient who was injected with juvederm ultra plus in the nasal dorsum. A few seconds after the injection the patient experienced visual disturbance, orbital pain in the right side eye, nausea, vomiting, headache, dizziness and subsequent necrosis associated with the injection site. Diagnostic imaging indicated ischemia of retinal artery branches and a decreased number of retinal and ophthalmic artery branches. Treatment initially include aspirin "nicegorline", and eye drops. Additional treatment included steroid pulse therapy, oral steroids, epidermal growth factor spray, sodium hyaluronate gel, and hyaluronidase. Afterward, topical antibacterial ointment was applied to the injection site. All symptoms resolved six months after the injection of the product except for a blemish that marked the injection site.

Manufacturer narrative:
Allergan labeling for vascular events states the following: "contra-indications: do not inject juvederm ultra plus in the periorbital area (eyelids, crow's feet) and glabellar region (forehead). The application of juvederm ultra plus in the under-eye area is to be performed only by specialists specifically trained in this technique who have a sound knowledge of the physiology of this particular area. Do not inject into the blood vessels (intravascular)."